Event description:
It was reported that the ventilator's o2 hose was leaking. There was no patient harm. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
Based on information provided, this failure occurred during cleaning of the device. The problem was related to defective o2 hose. O2 hose is connection of the gas supply from hospital central gas supply (or from gas cylinders) to the system's gas inlet nipples. Unfortunately the device¿s logs and defective part were not available for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective o2 hose. The UDI information is not available since the device was manufactured before 2015.